Manufacturer narrative:
An imris service engineer went on-site to assess the event and found that user facility personnel had recently performed work that required disconnecting the emergency door release button on an or entry door and reconnecting it after the work was completed. During re-wiring, the circuit was not reconnected properly and the system interlocks read the or entry door as constantly open. The intraoperative sliding doors would not open due to the or entry door open signal and system interlocks functioned as intended to prevent intraoperative sliding doors from opening. The root cause relates to inadvertent user error. If further reportable information is received a supplemental report will be submitted.

Event description:
The customer reported that the intraoperative sliding doors (rf shielding doors) would not open during a craniotomy for brain tumor removal. An intraoperative MRI scan was ordered to determine extent of debulking and whether residual tumor remained. The open-door button was not enabled to allow user to open the intraoperative doors and advance the MRI magnet as the status on the control panel was still sensing an open or entry door. The emergency override button was pressed and did not resolve the issue to allow other doors to open. Intraoperative images were not obtained and surgery resumed to close the skull. The patient had postoperative imaging in the diagnostic room which revealed residual tumor. It was reported the care of the patient (meds, monitoring) was not impacted other than the delay of 30 minutes which did not cause harm to the patient. It was also reported further resection was not required.